Event description:
Per used filed medwatch report: "obese male pt in or for explorative laparotomy for incarcerated hernia. Rapid sequence induction with cricoid pressure planned for pt's morbid obesity and unsure npo status. Difficulties occurred with laryngoscope, necessitating mask ventilation. Oxygen saturation fell to 88%. Unable to fill bag on machine. Pt was hand bagged and then intubated. Check of machine showed broken connection at seat of co2 absorber. Machine replaced in room and pt suffered no further problems. Biomed checked out equipment after the event. Problem initially could not be duplicated, but on closer inspection, one of 4 plastic latching pins had broken off, even though testing did not replicate previous problems." There was no reported pt injury.

Manufacturer narrative:
Exact weight of pt is unk. The user filed medwatch report describes the weight as "morbidly obese." Investigation/conclusion: a picture of the broken compact block was received. Based on the picture, one of the locking pins of the compact block was broken and appears to be due to customer abuse. It was also reported to ge healthcare that the customer uses amsorb sodalime with the compact block. The adu user reference manual warns the user, "do not connect external equipment to adu sys other than those specified by datex-ohmeda." The used amsorb sodalime is a non-authorized prod with the adu.